Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had its battery start to lose its charge. There was no information about patient involvement and no harm was reported.